Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The physicians could not reach the left upper pulmonary vein (lupv), thus a safari guidewire was used to perform the sheath exchange. The closure device was attempted to be deployed twice unsuccessfully. A severe pericardial effusion was then seen on transesophageal echocardiography (tee) that progressed to cardiac tamponade. A pericardiocentesis was performed, and the closure device was implanted to aid in hemostasis. The patient was stable in the intensive care unit 24 hours post procedure while on noradrenaline.